Event description:
A malfunction alarm labeled malf 12 was reported, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and provided guidance for future incidents. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump as usual, with instructions to contact support if the issue recurred.